Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, staples is coming out crooked (misaligned) and could not be used. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted the e-piece was partially disengaged from the device on one side. There was evidence of weld on the device. No single use loading unit (sulu) was received. A test sulu was loaded onto the returned instrument for functional testing. The handle was actuated and the tack deployed improperly and did not seat properly due to the disengaged e piece. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur as a result of excessive manipulation of the device. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during fixation on totally extraperitoneal hernia repair procedure, the staples are coming out crooked (misaligned) and could not be used. Another device was used to complete the case. There was no patient injury.